Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011. Lead believed to have perforated. Patient was having extracardiac stimulation, undersensing and loss of capture. The physician was dr. (B)(6) at the (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).